Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 165 months after the implantation there was no capture and insulation damage was suspected. Twiddler syndrome was mentioned in relation to this event. The lead was capped and replaced.